Event description:
Worsening knee pain [arthralgia], knee swelling [joint swelling], knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2009 from a health care provider via a company representative regarding a (B)(6) female patient with a history of knee pain, who experienced knee pain, knee swelling and knee effusion after receiving synvisc-one. The patient received on injection of synvisc-one (6cc) in her right knee on (B)(6) 2009. The reporter stated the patient experienced progressively worsening knee pain and swelling beginning on (B)(6) 2009. On (B)(6) 2009, the patient was seen with swelling and her knee aspirated (40cc). The patient was injected with corticosteroid (unspecified dose). At the time of this report the outcome of the patient was unknown. See (B)(4) for other adverse events from this reporter. Additional information was received on (B)(4) 2009 in the form of qa results. The production and quality control documentation for lot# z0803, with expiration date 11/2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot# z0803, with expiration date 11/2011 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.